Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('its been 3 moths since essure was evicted from my body along with my tubes and uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced hot flush ("hot flashes"), abdominal distension ("bloated/belly expand") and abdominal pain upper ("stomach hurt"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension and abdominal pain upper outcome was unknown, the weight increased was resolving and the hot flush had resolved. The reporter considered abdominal distension, abdominal pain upper, hot flush, medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('its been 3 moths since essure was evicted from my body along with my tubes and uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced hot flush ("hot flashes"), abdominal distension ("bloated/belly expand") and abdominal pain upper ("stomach hurt"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension and abdominal pain upper outcome was unknown, the weight increased was resolving and the hot flush had resolved. The reporter considered abdominal distension, abdominal pain upper, hot flush, medical device removal and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.